Event description:
The customer contact reported an operator error that resulted in an adverse patient event. The patient was receiving an unspecified concentration of heparin. No specific pump programming parameters were provided. Reportedly, the heparin solution container was either placed on an incorrect pump channel or the delivery rate was programmed incorrectly. The customer contact reported that medical interventions were provided; however, "nothing serious and the patient didn't suffer any adverse effects from the incident." Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation.